Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during the use of this device.

Event description:
Related manufacturing ref 3008452825-2017-00221, 3005334138-2017-00171, 3008452825-2017-00223, 3005334138-2017-00172, 9680001-2017-00069, 3008452825-2017-00225. Following a successful pulmonary vein isolation procedure, a pericardial effusion was noted. During a follow-up monitoring in the recovery room, the patient became hypotensive and developed jugular vein congestion. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to treat the effusion. The patient was transferred to the ICU in stable condition. There were no performance issues with any abbott device.